Event description:
It was reported that the patient presented remotely via merlin net. Transmissions showed that the right atrial (ra) lead exhibited noise over-sensing. No intervention was performed. The ra lead would be further monitored.